Manufacturer narrative:
In some countries outside the u.s., customer information is not provided due to privacy laws.

Event description:
A customer from japan reported a test result of 12% on the a1cnow. The same patient was tested 3 months prior to another a1cnow kit and the reading was 8%. The difference between the readings could be clinically significant. No adverse events were alleged. The customer is expected to return the product for evaluation.